Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low and high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 81, 83 and 177 mg/dl fasting. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer is using the correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 05/28/2020 and open vial date is 04/15/2019. The meter memory was reviewed for previous test result history: (B)(6).